Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports: MFR# 0001825034-2017-08096 . Concomitant: e1 44-31 std hmrl brng pn ep-115393 ln 311540. Complaint sample was evaluated and the reported event was confirmed. Products were visually examined. The locking ring is very badly damaged. One tab is bent up, the other down. There are also nicks noted on the tab. On the tray, there are nicks and scratches above the word "superior". The bottom of the bearing is also badly damaged. There are large gouges where the bent ring dug into the poly. There is also indication that the bearing may have been partially seated and was then pried out. This is evidenced by damage to the left scallop on the photo and by the lock ring being partially pulled out of the lock groove. Due to the damage to tray, ring, and bearing, dimensional analysis cannot be performed. Device history record was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total shoulder arthroplasty, the humeral bearing and humeral tray were unable to be assembled on the back table. Another set of implants were opened and used successfully. There were no patient consequences as a result of the malfunction.